Event description:
It was reported to boston scientific via a literature article that a prospective study was conducted to evaluate the outcomes of water vapor thermal therapy in 208 male patients treated for benign prostatic hyperplasia (bph) between (B)(6) 2020 and (B)(6) 2023, with stratification based on median lobe (ml) protrusion. The study assessed postoperative outcomes, including complication rates, symptom improvement, and retreatment. The following postoperative complications were reported: acute urinary retention (aur) (11%), urinary tract infection (uti) (7.7%), and need for retreatment (7.7%). Aur occurred following catheter removal and was managed conservatively with temporary re-catheterization and repeat voiding trials; no patients required long-term catheterization or emergent intervention. Utis were reported across all patient groups without significant variation. Retreatment included both medical management (resumption of bph medications) and surgical interventions, including transurethral procedures, due to persistent or recurrent lower urinary tract symptoms (luts).